Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. It was reported that after implantation, the patient experienced pain, infection, bleeding, dyspareunia and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2006-(B)(6) 2012. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Correction: this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-03861. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, dysmenorrhea, menorrhagia, and chronic salpingitis/oophoritis and mesh was implanted along with the concurrent procedures of hysterectomy and right salpingectomy. It was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-03861. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced bloody discharge with odor, vaginal itching, and bladder pressure.

Event description:
It was reported that following insertion the patient experienced bloody discharge with odor, vaginal itching, and bladder pressure.